Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarms and a high blood glucose level of 414 mg/dl. They treated with the insulin pump. Troubleshooting was not performed for the high blood glucose. It was noted that the customer called back within the same day and reported that their blood glucose had gone down to within 226 mg/dl and 229 mg/dl. They were no longer receiving no delivery alarms. The device will not be returned for analysis.